Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the patient fully recovered.

Manufacturer narrative:
Event summary: the patient data files showed at least eighteen applications were performed with catheter 2af284 / 88205-119 on the date of the event with no issue. A clinical issue was encountered during a cryo ablation procedure as a pericardial effusion was observed. The balloon catheter was not returned for investigation. In conclusion, clinical issue (pericardial effusion) was encountered during procedure. There is no indication of catheter malfunction related to the adverse event. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed. A pericardiocentesis was performed. The patient's hospitalization was extended. The case was able to be completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.